Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A healthcare professional reported a customer experienced extreme thirst and feeling unwell. Adc sensor scan results of 50 mg/dl, 130 mg/dl, and 140 mg/dl were obtained and compared to laboratory glucose results of 250 mg/dl, 400 mg/dl, and 480 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and provided unspecified treatment. Details of treatment were not provided by the hcp due to privacy concerns. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed sensor plug and inspected sensor plug assembly and no failure mode observed. Sensor was reprogrammed and simvivo test was performed. All results were within specification. No malfunction or product deficiency was identified.section h4 has been updated based on product download.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A healthcare professional reported a customer experienced extreme thirst and feeling unwell. Adc sensor scan results of 50 mg/dl, 130 mg/dl, and 140 mg/dl were obtained and compared to laboratory glucose results of 250 mg/dl, 400 mg/dl, and 480 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and provided unspecified treatment. Details of treatment were not provided by the hcp due to privacy concerns. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A healthcare professional reported a customer experienced extreme thirst and feeling unwell. Adc sensor scan results of 50 mg/dl, 130 mg/dl, and 140 mg/dl were obtained and compared to laboratory glucose results of 250 mg/dl, 400 mg/dl, and 480 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia and provided unspecified treatment. Details of treatment were not provided by the hcp due to privacy concerns. There was no report of death or permanent injury associated with this event.